Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention occurred to explant and replace device on (B)(6) 2024 to address the issue.

Event description:
It was reported the patient's scs ipg was inoperable. It is unknown if this occurred prematurely. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.